Event description:
120v isolation transformer for quantum system - short inside power conditioner. Customer reported that power conditioner on the cart system that was turning very hot and customer had to unplug it customer also reported when plugged again, a spitting and spluttering sound was heard followed by a smell of burning. No injuries reported.

Manufacturer narrative:
Follow up report 001 ref natus complaint#(B)(4). Risk review: per (B)(4) xltek eeg/psg risk analysis spreadsheet hazard ID 2.1. Failure of amplifier power supply/ transformer effects (harm) range from clinically insignificant to major injury from burns. Rba rating - medium the hazards identified have been evaluated and found to be in compliance with a known standard. As noted in (B)(4), hazards that have been evaluated and found to be in compliance with known standards can be presumed to be consistent with an acceptable level of risk, yielding an acceptable risk / benefit to the patient or user. Risk outweighed by benefit of use of device. No related capas for this issue. Investigation results: the unit (pn 93050+54r, sn (B)(6)) was returned. The unit did not appear to have any internal issues but there was some burning seen at the plug where the cable enters the plug. It's possible that the plug is clamping the cable too tightly and insulation is being damaged inside the outer jacket causing a short. The heat generated is enough to discolor the plug. Root cause/probable root cause: 1. It's possible the plug used is clamping the conductor too tightly, causing insulation to fail inside the cable leading to a short circuit. 2. Customer misusing the cable could also cause the insulation to fail over time. Recommended actions: 1. Monitor for future complaints of the same type. Investigator completion date: (B)(6) 2024.

Manufacturer narrative:
Initial report ref natus complaint (B)(4). The isolation transformer has been returned for investigation. Awaiting investigation results. UDI not applicable.

Event description:
120v isolation transformer for quantum system - short inside power conditioner. Customer reported that power conditioner on the cart system that was turning very hot and customer had to unplug it customer also reported when plugged again, a spitting and spluttering sound was heard followed by a smell of burning. No injuries reported.